Event description:
This procedure is part of the definitive le trial. The definitive le subject had a long mid-distal sfa lesion. The turbohawk lc was inserted the first time for 4 passes treating the proximal segment which was approx 10 cm in length. The device was removed for cleaning with significant tissue removal. During the 2nd insertion, 4 passes were completed on the proximal segment with a noted perforation vs embolus. A 4 x 150 balloon was inserted and expanded at 4atm x 3 minutes.

Manufacturer narrative:
A review of the device history record for this device could not be conducted because no lot number was available.